Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that complications were encountered during delivery of an impella rp flex for patient support. Despite successfully reaching the left ventricle with a .018 guidewire, the backloaded pump could not advance beyond the valve. The pump was removed and a .027 wire was placed for another attempt. The pump was then re-inserted and successfully advanced into the left ventricle. The pump was started at p-2, but immediately stopped. After multiple failed attempts to restart the pump, the device was removed and a new impella rp flex was placed.

Manufacturer narrative:
The returned product did not reveal any damages on the pump. The root cause of the delivery issue was unable to be determined as insufficient clinical details were provided. Due to a lack of clinical details provided, the root cause of the "pump did not start" cannot fully be determined as the issue was not able to be reproduced. The pump passed all post sterile inspection checks.